Event description:
Date of implant: 01/12/2006. It was reported that a patient underwent a l2-s1 spinal fusion utilizing posterior instrumentation, local autograft, and allograft. Patient sustained an interval fracture of one of his s1 screws following "intertubing behind a boat in which he had several wipeouts". A revision surgery has not been scheduled at this time. Physician is continually monitoring the patient.

Manufacturer narrative:
Device has not been explanted or returned, so product evaluation is not possible. X-rays were returned for evaluation and revealed a fracture of the s1 pedicle screw on the right side. Unable to determine the cause of the event.